Manufacturer narrative:
Zimvie received one (1) tsvtb8, (imp,tsv,3.7,8,mtx,mg) for evaluation. Visual evaluation and a functional test was performed, the implant has debris on its external threads. The implant¿s bundled mount and the reported driver were not returned for evaluation. The implant engaged and disengaged with an inhouse mount and driver as intended. DHR review was completed for the subject lot number 1274958. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1274958 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: disengaged.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was customer error. The implant wasn¿t transferred from sterile environment to patient in accordance with IFU. Therefore, based on the available information, a device malfunction could not be verified. The implant¿s reported bundled mount and driver were not returned for evaluation. However, the implant engaged and disengaged with an inhouse mount and driver as intended. No damage was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided.

Event description:
It was reported implant was dropped from the mount., tooth 22. The procedure was completed with another implant.